Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer's nurse reported via phone call that the ring on top of the reservoir compartment half was broken and also there was crack up the reservoir compartment and then there was black on the screen of the pump. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.